Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported issue on site. The o2 gas module was replaced to resolve the issue and sent back for investigation. The returned gas module was tested in a ventilator. It failed the pre-use check with internal leakage test. No abnormal found during ventilation for 2 hours. It was noticed by visual inspection that the feather spring was in a wrong angle which is the cause of the issue. Moreover, the membrane was damaged as well due to the wrong angle of the feather spring. The conclusion is that the wrong angle of the feather spring of the nozzle unit is the cause of the issue. However, it was not possible to find the reason for the feather spring to be bent in that way. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring was not in the right angle, it may cause a leakage and most likely will lead to that the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).